Event description:
It was reported that ongoing occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer pressed resume insulin to resolve the issue and continued insulin delivery. However, occlusions continued and clinical troubleshooting was exhausted, a replacement pump was sent to resolve the issue.